Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post pacemaker system implant, and it was noted that the atrial lead exhibited suspected diaphragmatic capture. The lead was turned off. The day 1 check showed stable lead parameters for both atrial and ventricular leads and the patient was in a stable condition. The patient has been in atrial fibrillation since the implant. The patient was stable and would be monitored.